Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eleven months and twelve days following the implant of this transcatheter bioprosthetic valve, a type a aortic dissection was reported. Per the physician, one of the tabs on the valve eroded through the abdomen to create the dissection. The anterior tear was reported to be above the sinotubular junction, corresponding to the position of the tab. The tab of the valve was the lead point in the tear. The tear began in the intima and extended laterally. The physician reported that the valve "looked reasonable at the time of the root repair". The valve was incorporated into the intima of the aorta, therefore the physician felt removing the valve would result in a bentall operation and as the ventricular function was impaired, this was not performed. An open heart surgery was performed in order to repair the dissection. It was reported that the valve leaflets were functioning well. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: a4: weight in lbs. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.